Event description:
It was reported that the spider 2 arm was difficult to move. Incident occurred during set up or inspection; therefore, there was no patient involvement.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed the dumbbell joint was stiff. The joint was disassembled. Striation markings were noted on the pressure rings. The complaint was confirmed and the root cause has been associated with debris infiltrating the dumbbell joint and damaging the pressure rings. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the spider 2 arm was difficult to move. Incident occurred before a procedure. It is unknown of there was any delay or back-up available.